Event description:
Weck hem-0-lock failed during laparoscopic cholecystectomy. When the clamp was applied, the device would not disengage from the patient's anatomy. Surgical procedure had to be converted to open.